Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the rear therapy electrode pads on her back. The area was described as red, sore, and itchy with an open wound. The patient indicated that she suffers from eczema. During a follow up, the patient reported that the irritation had not improved. The final medical outcome of the irritation is unknown. There is no indication that the patient received medical intervention for the irritation.